Event description:
A 4.5mm curved broad lcp plate, implanted for a peri-prosthetic fracture, was noted to be bent and was removed.

Manufacturer narrative:
No investigation could be performed, no conclusion could be drawn as no device was returned.